Manufacturer narrative:
(B)(6). Manufacturer report # 2029214-2020-00822 for the reports of patient death associated with the literature article. If information is provided in the future, a supplemental report will be issued.

Event description:
Yi hj, lee dh, kim su. Effectiveness of trevo stent retriever in acute ischemic stroke: comparison with solitaire stent. Medicine. 2 018;97(20):e10747. Doi:10.1097/md.0000000000010747. Medtronic literature review found reports of patient complications associated with solitaire thrombectomy. The purpose of this article was to compare mechanical thrombectomy results between use of solitaireand trevo stents. The authors reviewed 102 uses of the solitaire. Of these, 55 patients were male and 47 were female. The mean age was 64.3 years, with a range of 32-87. The following baseline characteristics were reported: 57 (55.8%) patients with hypertension, 30 (29.4%) patients with diabetes mellitus, 43 (42.1%) patients with atrial fibrillation, 56 (54.9%) patients with dyslipidemia, 68 (66.7%) patients received IV alteplase (t-pa), 34 (33.3%) patients with obesity, and 36 (35.2%) patients were smokers. The location of occluded vessel as follows: m1 60 (58.8%), m2 8 (7.8%), internal carotid artery (ica) 34 (33.3%). This article does not state any technical issues during use of the solitaire. After 90 days, 43 patients (42.1%) were stated to have good mrs scores (less than or equal to 2), and 84 patients (82.3%) had a tici score of 2b or 3 indicating successful reperfusion. The following post-operative outcomes were noted: - 7 patients died within 90 days - 12 patients experienced progression of the ischemic stroke - 11 patients experienced distal emboli or thrombus (new thrombus or emboli occurred cases in the distal vessel after stent retrieval and the occurrence of intracranial hemorrhage (ich) or subarachnoid hemorrhage (sah) in the CT scan taken after the procedure) - 6 patients experienced post-thrombectomy hemorrhage.